Event description:
The device was applied during a bifemoral bypass on the aorta. Reportedly, the incision eviscerated approx. One week post-operatively. The surgeon reoperated to re-apply suture. The hosp has reported the pt is in satisfactory condition.